Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> lot information not available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon elected to perform a left shoulder revision arthroplasty on a patient who he performed a primary total shoulder arthroplasty on (B)(6) 2010. Surgeon noted that the patient performed well post operatively after her primary shoulder arthroplasty until 2018 when she experience several dislocations. Surgeon did not specify the exact number of dislocations of the left shoulder. Most recent dislocation happened on (B)(6) 2021 and doctor noted they had difficulty reducing the patient¿s shoulder this time but were successful in reducing it. Doi: (B)(6) 2010 dor: (B)(6) 2021.